Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The evaluation found that the adjustment of grey removable foam was necessary. Foam was adjusted. Device passed all testing.